Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged reservoir compartment. The customer stated that the damage was on reservoir compartment and backside of the insulin pump and there was a crack through the front side of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.